Event description:
It has been reported to us that the tip of the guide wire became stuck inside the lead and separated during the procedure. Updated information indicates that the guide wire separated inside the lv lead during third reposition, there is a portion of the wire still in the lead sticking out the tip inside the patient.

Event description:
It has been reported to us that the tip of the guide wire became stuck inside the lead and separated during the procedure. The physician inserted the guide wire into the lead and during the third reposition the guide wire became separated and remains inside the lead. The device was removed and will be returned for evaluation.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Manufacturer narrative:
The actual complaint sample was returned for evaluation. Visual examination of the returned guide wire revealed that the wire has a bend approximately 65cm from the proximal end. The length of the guide wire returned is 155cm, the distal tip is missing about 35cm in length and was not returned. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for tip broke off and remains inside patient. The analysis is complete as of today (B)(4), 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.